Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was later updated that the patient experienced phrenic nerve stimulation instead of diaphragmatic stimulation.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced diaphragmatic stimulation. The left ventricular (lv) lead was reprogrammed but it resulted in high threshold due to patient anatomy. No other programming options were available and the lead was turned off. An attempt to reposition and replace the lv lead, at a later date, was unsuccessful. The lv lead was removed and will be replaced in the future. The patient is a participant in the post approval clinical surveillance product surveillance registry. No further patient complications have been reported as a result of this event.